Event description:
The customer reported that the system would intermittently shut down without initiation of the user. No pt or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and adjusted. The system was tested and found to be working and returned to service.